Event description:
Report received of non-deliveries with no pump alarm. The patient was receiving an unspecified dose of penicillin every four hours, and an unspecified dose of vancomycin once per day. It was reported that on 3-4 occasions, the patient experienced non-deliveries of the penicillin on the night shift. The pump was programmed to deliver 100ml of penicillin on the primary line over 1 hour, and drops were noted in the drip chamber at the initiation of therapy. Approximately 1 hour later, the pump alarmed that the volume to be infused was complete. The pump display indicated that 100ml had been infused, but the IV bag was still full. Each time, the tubing was readjusted in the tubing channel under the pump door, and the infusion was then delivered successfully. In one instance, it was noted that the tubing to the left of the slide clamp under the pump door was "twisted". There was no pump alarm for occlusion during any of the reported non-delivery events. Between the doses of penicillin, the pump was turned off, but the tubing remained loaded in the device. When subsequent doses were due 4 hours later, the pump was reprogrammed without the tubing being removed from the device. It was reported that there was "mangling of the tubing" noted on the night shift, due to the tubing remaining in the pump between doses. There was no reported adverse effect to the patient. The pump was replaced, and no further problems were reported. The customer reported that the non-deliveries were the result of improperly loaded tubing. Though requested, there was no additional information available.